Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acetabular shell, # item 010000667, lot 3441507; biolox delta ceramic liner, # item 110003628, lot 3396322; taperloc stem, # item 51-107120, lot 3442879; delta ceramic femoral head, # item 650-0661, lot 2015111754. (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09038, 0001825034-2018-09040. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed deep infection six weeks post initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that the patient developed deep infection six weeks post initial surgery. Infection was resolved after I&d surgery and antibiotics treatment.

Manufacturer narrative:
UDI - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.